Event description:
A copy of the medwatch report from FDA was received, which states, "on (B)(6)2024, a 52-year-old male underwent a craniotomy for a sudural hematoma with a biopsy of a lesion concerning for mass on (B)(6)2024, precedex was initiated after increased sedation required a new bag of precedex was started at 0 2mcg/kg/hr (5 7ml/hr) and titrated, according to order on (B)(6)2024, at 0138, patient became unresponsive precedex drip stopped provider was notified and CT head was ordered due to sustained spike in bp and decline in neurologic exam rns evaluated the bag of medication and identified that the volume of the bag was less than expected. According to the (B)(6),18 14 ml should have infused since the drip was initiated the bag appeared half empty the measured the remaining volume in the bag as 40ml, finding that the pump indicated it had infused 58 8ml of the drug during the time it was running the settings were reviewed by additional nursing staff and all settings were correct. The patient recovered to baseline neurological status after several hours of precedex being held."

Manufacturer narrative:
Disregard the MFR report # 2016493-2025-61603. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2025-60041.

Event description:
A copy of the medwatch report from FDA was received, which states, "on (B)(6) 2024, a 52-year-old male underwent a craniotomy for a sudural hematoma with a biopsy of a lesion concerning for mass on (B)(6) 2024, precedex was initiated after increased sedation required a new bag of precedex was started at 0 2mcg/kg/hr (5 7ml/hr) and titrated according to order on (B)(6) 2024, at 0138, patient became unresponsive precedex drip stopped provider was notified and CT head was ordered due to sustained spike in bp and decline in neurologic exam rns evaluated the bag of medication and identified that the volume of the bag was less than expected. According to on (B)(6) 2014 ml should have infused since the drip was initiated the bag appeared half empty the measured the remaining volume in the bag as 40ml, finding that the pump indicated it had infused 58 8ml of the drug during the time it was running the settings were reviewed by additional nursing staff and all settings were correct. The patient recovered to baseline neurological status after several hours of precedex being held."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.